Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending section cover was cut and torn. Additionally, it was confirmed that the rubber was detached, and the parts came off to the metal. Due to the torn bending section cover, the leak and insulations tests were unable to be performed. Upon further inspection, it was observed that there was a kink inside of the channel wall, restricting forceps passage. It was also observed that the brush passage was restricted. It was observed that the insertion tube had a buckle. It was also observed that the video connector in the plug unit had a crack. Lastly, it was observed that the following unit components were non-olympus: plastic distal end cover, bending section cover, glue of the bending section cover, light guide lens and the insertion tube. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the bending section cover was cut and torn could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the visera cysto-nephro videoscope had parts fall off from the distal end. It was further specified that it was busted or an explosion at the tip, the rubber was detached, and the parts came off to the metal. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.